Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced feeling hot, had stomach pain, and almost lost consciousness. When a fingerstick was taken by the neighbor the cgm reading was 333 mg/dl, and the blood glucose reading was 450 mg/dl. Insulin was provided by the pump. An ambulance was called, and the patient was brought to the hospital. The patient experienced diabetic ketoacidosis and lost consciousness at an unknown point. No specific treatment was reported. The patient was diagnosed with a stomach ulcer during the hospitalization, but no further treatment was deemed necessary for this. The patient was discharged after 5 days. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.